Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.50/5.5/076 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to lens rotation and decentration. Cause of event was unknown.

Manufacturer narrative:
(Expiration date): 08/31/2023. Claim#: (B)(4).

Manufacturer narrative:
B5- per updated information the problem resolved, and the patient is fine. H3- device evaluation: lens was returned dry with residue/debris on product in a micro-centrifuge vial. Visual inspection found a broken/bent haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).